Manufacturer narrative:
72402987; (B)(6); cx preconnected 18cm ps iz. 72402960; (B)(6); reservoir 100 ml iz. H2, h3, h6, h10 updated. Product analysis: pump: product investigation completed. Product analysis confirmed a pump test functional failure that could be a probable cause for the reported events. Based on the results of this investigation, no escalation is required. Cylinders: product analysis of the returned cylinder component did not confirm the reported events. Based on the results of this investigation, no escalation is required. Supplemental report will be submitted in primary complaint. Reservoir: product analysis of the returned reservoir component confirmed the reported fluid leak. The product record review indicated that the reported events do not represent an unanticipated event. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to pump would no longer reinflate, physician suspects a fluid leak in the system. No adverse patient effects. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
72402987, 359430004, cx preconnected 18cm ps iz; 72402960, 358475005, reservoir 100 ml iz.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to pump would no longer reinflate, physician suspects a fluid leak in the system. No adverse patient effects. Should additional information become available, a supplemental report will be submitted.